Event description:
A consumer reported that twelve yrs following intraocular lens (iol) implant surgery, he is unable to read and is experiencing light sensitivity. He reported the lens was implanted when he was (B)(6) due to trauma and was told that he would require lens replacement in 10-15 yrs. Currently, he was told that it is not necessary. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).